Event description:
It was reported that a patient presented in-clinic reporting pocket erosion on the patient's pacemaker. No infection was noted. The patient was given a prescription for medication and further surgical intervention was planned. The patient was stable throughout.

Manufacturer narrative:
Correction: d10: should include reported medication for event. Additional information : d6b: explant date should be (B)(6) 2022 additional information: h6: codes should reflect additional surgical procedure.

Event description:
New information received notes that the patient's device was explanted and replaced on (B)(6) 2022 and was discarded. The patient was stable throughout.